Event description:
This case, reported by a consumer with an additional case reported by the consumer, who contacted the company with a product complaint and adverse event, concerns a patient. The patient's medical history was not provided. The patient took seven unspecified types of sleeping medication. The patient was taking human insulin isophane suspension (humulin n, 44 units, for an unknown duration), via a humapen ergo teal/opaque pen, for the treatment of diabetes. It was reported that the humulin n cartridge (lot # ff3m54b) did not mix well. The patient was also taking insulin. Lispro (humalog, 2 times 27 units, duration unknown) via another humapen ergo teal/opaque pen (lot# unknown), for an unspecified indication. On an unknown date the patient experienced blood sugar of 17 (mmol/litre), it is normally around 6 to 8 (mmol/litre). It was reported that the two pens were not working. One pen, received in 2003 did not even dial and the dialling knob was stuck. This humulin n complaint is associated with cid00209042. The 2 humapen ergo teal/opaque pens (lot # unknown) were operated by the patient who was a trained user. The patient used the first pen for humulin n, using novofine (30 gauge, 6 mm) needle tips. The device age was 2 weeks and the pateint stored the device in the fridge. The age, duration of use and storage of the second humapen teal/opaque were not reported. The complaint for the first humapen ergo teal/opaque pen is associated with cid0020937. The devices and cartridges were to be returned to the pharmacy. The patient continued to use humulin n (40 units of bedtime) and humalog (20 units in the morning and 20 units at supper time) for the treatment of diabetes. The patient administered the humulin n and humalog via two pen injector devices (humapen ergo burgundy/clear, lot#40245 and humapen ergo teal/clear, lot# 40249). The patient noticed a problem with regards to their blood sugars one to two weeks ago. The following month the patient noticed that they did not feel very good and they were dizzy. The patient was hospitalized overnight and was administered nitro spray. The patient did not know the specific date of their hospital stay. The patient's blood sugars were registering between 12.8 and 14.7 (mmol/litre) (normal = 6-8 mmol/litre). The patient was kept overnight for observation. The patient returned both products (humulin n and humalog). No additional information could be supplied regarding lot numbers and expiry dates. The pateint always primed their pens and had recently noticed a problem with the pens sticking. The patient injected into their legs and belly. Patient outcome is not known. It is not known if the patient continues to use humulin n and humalog. The patient operated both devices and was a trained user. Both devices were two years old and used for two years. The patient used bd ultra-fine iii (31 gauge, 8 mm) needle tips and stored the devices at room temperature. This humapen ergo burgundy/clear complaint is associated with cid00214731. This humapen ergo teal/clear complaint is associated with cid00214944. Both devices were returned to the company the following month. Both devices have been sent to the manufacturer (pharmaceutical delivery systems) for further analysis. Further information is being requsted.